Event description:
One touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 177 mg/dl and 129 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. However, the meter also failed two consecutive control solution tests. The customer service representative confirmed that the test strips were not expired, stored improperly, or opened longer than the discard date. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter was replaced.